Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer called to complain about moisture inside the lcd screen of their insulin pump. The customer has a blood glucose level was 249 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Insulin pump passed displacement, self test and all operating currents were normal, insulin pump moisture damage was found on electronic and motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.